Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while filling the balloon pump, the cardiosave intra-aortic balloon pump (iabp) unit has a constant leak alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) says maintenance and functional tests are carried out, since the equipment presents failures due to lack of preventive maintenance. Safety disk, compressor, battery, tidal disk are replaced. Equipment suitable and return for clinical use.